Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rf pic failed selftest alarm noted. Pump communicated properly to blood glucose meter. No blood glucose meter anomaly noted. Pump had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump experienced high blood glucose level, hairline crack on battery cap and insulin pump alarmed motor arm failed self-test. The customer blood glucose level was 407 mg/dl and was treated with bolus. Troubleshoot was performed and customer was assisted in performing a self test and test passed. Customer declined troubleshoot for high blood level. The product will be returned for analysis.